Manufacturer narrative:
Product analysis #(B)(4):analysis information -- (B)(6) 2017. 23:40:24 cst pli# 20 product ID# (B)(4). The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedances a few months ago. After atrial flutter ablation was perfor med, the impedances returned to normal, but the ra lead started oversensing noise. There were variable thresholds noted as well. The ra lead stabilized and remains in use. No patient complications have been reported as a result of this event.